Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was implanted on an unknown date. Manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient was previously implanted with spinous process clamps at l2-l3 on an unknown date in 2010. Patient was returned to or on (B)(6) 2013 for removal of clamps and facet screw due to non-fusion. Patient was revised to a full fusion with pedicle screw, rods, transconnector and fra from s1-l3. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.